Event description:
On (B)(6) 2014, the customer implanted the cyst puncture catheter. The customer did not know that they used a product which expired on (B)(6) 2014. They did not check the date before implantation. Explanation of how they learned that expired product was used, "as it is a consignment they sent the information that they used it for the invoice. The movex system did not permit to invoice the expired product. This is how integra discovered the issue". Integra informed the customer by letter of the issue. The device was in consignment stock of the hospital since (B)(6) 2012. Consignment stock is customer responsibility as indicated in the letter sent to them. Until now no impact on patient was reported by the customer.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.